Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a pelvic floor repair procedure approximately 3 to 4 years ago. The patient recently presented with erosion and pelvic pain (date/s of onset unknown) and underwent surgery to remove the mesh. The physician, who believed that the pinnacle mesh was related to the patient's erosion and pelvic pain, reportedly removed as much of the mesh as possible, although the exact amount of mesh that was removed is unknown. All other information, including the patient's current condition, is unknown and reportedly unavailable.